Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a, 10/17; changing your pod 3/page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11/page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient¿s blood glucose reached between 16 to 19 mmol/l (288 to 342 mg/dl) while wearing the pod longer than 48 hours on the arm. The patient noticed that the site was itchy, irritated and with red eczema when removing the pod. The patient visited the general practitioner who prescribed steroid cream and eczema cream to help relieve the skin irritation (customer did not provide the name of the creams). A manual injection and a new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was returned and the lot completed sterility within specification. The cannula assembly was fully deployed. Due to the adhesive pad having been worn, the original state of it could not be determined. Inspection of the bottom housing did not observe any burrs or damages that would cause an irritated infusion site. No issues with the fluid path was noted that would result in high blood glucose levels. The reported events could not be conclusively determined.